Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 12 cfu comprised of 3 isolates (positive cocci; micrococcus luteus, positive cocci; micrococcus luteus, and positive rods; bacillus megaterium). The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: operation channel - primary slice by accessory. Distal cap - fixed type passed seal integrity inspection. Prism scratched. Elevator body sticking. Passed dry/wet leak test. Insertion tube gauge/dig at stage 1. Fluid invasion not observed in pve connector or in control body. Insertion tube mild scratches at stage 1. Operation channel - primary mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: biopsy inlet t-piece pb-free. Air/water tube. Deflector body. Deflector body link. Deflector operating wire. Operation channel. Bending rubber. Distal case/cap.

Event description:
After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 04/12/2018 under the reference delivery number (B)(4). On 05/10/2018 , a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax ed-3490tk/serial (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 01/27/2012. Corrective action (B)(4), was initiated on 10 apr 2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Conclusion code(s): device repaired and returned FDA 63.